Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cursor on the programmer could not be calibrated. The programmer remains in the customer¿s possession and is anticipated to be picked up and returned for service. There was no patient involvement.